Manufacturer narrative:
Batch review performed on (B)(6) 2017: lot 167511: 60 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the problem. To date, 33 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon confirmed that femoral bone was fractured. Revision surgery was planned.